Event description:
On (B)(6) 2012 customer reported that the reagent probes were leaking on the dxc 600 pro instrument, and the fluid was pooling on the top of the reaction wheel cover. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that the reagent drip wells were dry. Fse primed the system 20 times and could not identify any leaks. Fse removed and disassembled the waste valves and noted a wet and rusty probe a valve. Fse replaced the solenoid valve and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).